Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair, the silicone fastener retention tubing of two omnispan meniscal fasteners came off into the joint space; these were easily retrieved from the body. Both of the 2nd fasteners of each fixation device failed to fixate and were removed; the surgeon completed the procedure successfully using other same devices without further issue or harm to the patient. Both complaint devices; insertion needles and silicone tubing, were discarded at the user facility. Also see associated MDR 1221934-2011-00076.